Event description:
Pics patient (B)(6) was treated on (B)(6) 2009 and a 24 hour post treatment CT scan revealed small hemorrhagic infarctions in the body of the caudate nucleus and the posterior aspect of the putamen and globus pallidus on the left side. This event is captured in the edc. The coordinator reports "the cause of this hemorrhagic infarction is unknown. Multiple devices used include penumbra, merci concentric device, hyperglide balloon, and gateway balloon, in addition to tpa." This event was reported as "possibly" related to the study device. In a follow-up, the physician explained that hemorrhagic evolution of the infarction is common and some blood is often seen after the use of merci. This patient also experienced normocytic anemia which is reported as having a "possible" relationship to the study device, and a headache with an "uncertain" relationship to the study device a couple days later. This MDR is associated with MDR 3005168196-2010-00120 which pertains to penumbra system reperfusion catheter 041.

Manufacturer narrative:
Hemorrhage is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.